Event description:
It was reported that the patient experienced 'non-specific symptoms' and it was determined that the device programming had changed to vvi65 due to a false elective replacement indicator (eri) trigger. The device battery voltage was displayed as 'not available.' It was advised that the message would display until the next scheduled measurement cycle. The device was reprogrammed, and will continue to be monitored. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).